Event description:
Litigation alleges that patient experienced pain and discomfort with popping of the hip.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. A search of the complaint database and / or DHR review for the newly added depuy reamer was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec&#37152;4/24/2014 and 5/7/2014&#14349;edical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 03/22/2017 ¿medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR investigation. Metal ion levels provided were at non-reportable levels. The complaint was updated on: 04/10/2017.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges that particulate debris from the implants caused injuries, inflammation, and tissue and bone loss. Doi: (B)(6) 2003; dor: (B)(6) 2014; right hip.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the articuleze m head 36mm -2. A complaint database search finds one other reported incident against the provided product and lot combination 121887356, lot code 1061973. A previous review of the device history records did not reveal any related manufacturing anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy reamer as the product and lot code required was not provided. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.